Event description:
It was reported that initial interrogation resulted with a -data not read- message. A navigation log showed that a telemetry error occurred during initial interrogation. The pacemaker was reinterrogated and battery data was 2.76 v, 7 ua, and 28 kohms with an estimated remaining longevity of 0.25 years. A real-time measurement showed 2.77 v, 7 ua, and less than 1 kohms with 0.25 years remaining longevity. Technical services estimated 6.5 years remaining l ongevity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.